Event description:
Caller states that, the pt obtained a result of 3.3 inr on the coaguchek and 5.1 inr on an add'l coaguchek. No action was taken based on device result. No adverse event reported. Requested return of suspect test system and replacement was sent. Comparison performed at medical facility. Result of 3.3 inr: coaguchek test system: meter, strip lot 393a-a19, exp 03/31/08. Result of 5.1 inr : coaguchek test system: meter, strip lot 417a-d18, exp 03/31/08.

Manufacturer narrative:
Suspect device is coaguchek test strip.